Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, it was determined that the drawer had failed and was unable to recover. The field service engineer (fse) inspected aux 5.1, which contained a failed cubie that would not recover. The fse reseated the row board cable on the back of the drawer and then tested the drawer using the hardware test application. All cubies were popped out and cleaned to remove any debris. The rx tested in the application, and all failures were successfully cleared. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the station displayed a "failed drawer" error. When attempting to recover the drawer, the recovery screen did not display any drawers or selectable options, preventing the recovery process. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.